Manufacturer narrative:
The suspect device is not expected to return for evaluation. The complaint cannot be confirmed and a root cause cannot be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were identified.

Event description:
The account alleges that when blood is aspirated, blood remains between the connection and the sampling port, even if the body-close part of the tube has been flushed clear. Only through repeated and pulsatile flushing can this area also be cleared.